Event description:
A complaint was received regarding a tego¿ connector that experienced tearing found during ICU medical investigation. The reporter stated that "during dialysis treatment (nr. 3 with tego), there is a sudden low artery pressure. No knicks on the tubes or other flow issues. A change of tego connector solves the problem. Normal artery pressure with new tego." One problematic device involved. Type of procedure is dialysis. The sample is available for investigation and mating device is available to be tested. The status of the product at the time of event is unknown. No serious injury/death, nor blood loss. The device was not changed out/replaced with no further problems encountered. There was patient involvement there was no patient harm. Update: there are no defects, tears, or cuts noted on the product, no medication involved, and no unprotected chemo exposure. The product was stored in a box in the facility.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). Address: (B)(6) sweden. Investigation summary: received one (1) used d1000 tego for inspection. As received, there was excessive seal tearing around the top rim of the tego. The reported complaint can be confirmed due to the damage found on the seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.